Event description:
In 2007 - left subclavian port insertion. On the following month - discontinuity and practical catheter at or near venous entry site. On the same day - retrieval of disconnected segment. Diagnosis or reason for use: breast ca.